Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
A customer reported that the device would not pace a patient. The customer also reported that the patient died. Additional information has been requested.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
A customer reported that the device would not pace an rosc (return of spontaneous circulation) patient. The customer reported the patient died. A customer reported that, while in on-demand pacing mode, a "limb lead off" message along with dashed lines appeared on the screen. The emts replaced the electrodes but the pacer automatically shut off after a couple of seconds. A philips field service engineer (fse) evaluated the device and was unable to replicate the reported problem. No ECG strips or case events files were available for review. Philips is unable to determine the cause of the reported problem as it could not be reproduced. The device remains in service at the customer site.